Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple intermittent occlusion alarms occurred. Issue occurred in past therefore troubleshooting could not be performed. No impact to the customer's blood glucose. Customer acknowledged alarm and resumed insulin delivery.